Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon fluoroscopy during procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) dislodged during tether mode. The rvlp was not implanted, and an alternate was implanted instead on (B)(6) 2024. There were no patient consequences.